Manufacturer narrative:
This is first of 2 reports. The subject device is unavailable to manufacturer.

Event description:
During thrombectomy procedure, the subject device retriever was used to remove the proximal face of clot, right ica (internal carotid artery) cervical (not t). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 3. It was reported that the distal new territory embolus at the right posterior cerebral artery (pca) p3 segments was discovered during procedure. The distal new territory embolus (ent) was not treated, too distal and there were no serious adverse event and neurological deterioration reported due to the event the procedure was completed successfully and the patient¿s neurological assessment showed mrs (modified rankin scale) of 18 after 24 hours procedure.

Manufacturer narrative:
Section d4 lot/serial no.- corrected lot # 00205461 to lot # 0000044937. D4 expiration date - added h4 manufacturing date ¿ added the device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation and was prepared as per the dfu, continuous flush was maintained, and there was mild tortuosity in the patient's anatomy. The cause of the ent and its relation to the subject device could not be definitively determined. The reported 'patient embolus' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
During thrombectomy procedure, the subject device retriever was used to remove the proximal face of clot, right ica (internal carotid artery) cervical (not t). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 3. It was reported that the distal new territory embolus at the right posterior cerebral artery (pca) p3 segments was discovered during procedure. The distal new territory embolus (ent) was not treated, too distal and there were no serious adverse event and neurological deterioration reported due to the event the procedure was completed successfully and the patient¿s neurological assessment showed mrs (modified rankin scale) of 18 after 24 hours procedure.

Event description:
During thrombectomy procedure, the subject device retriever was used to remove the proximal face of clot, right ica (internal carotid artery) cervical (not t). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 3. It was reported that the distal new territory embolus at the right posterior cerebral artery (pca) p3 segments was discovered during procedure. The distal new territory embolus (ent) was not treated, too distal and there were no serious adverse event and neurological deterioration reported due to the event the procedure was completed successfully and the patient¿s neurological assessment showed mrs (modified rankin scale) of 18 after 24 hours procedure. Update: during thrombectomy procedure, the subject device retriever was used to remove the proximal face of clot, right ica (internal carotid artery) cervical (not t). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 3. It was reported that the distal new territory embolus at the right posterior cerebral artery (pca) p3 segments was discovered during procedure. The distal new territory embolus (ent) was not treated, too distal and there were no serious adverse event and neurological deterioration reported due to the event the procedure was completed successfully and the patient¿s neurological assessment showed national institute of health stroke scale (nihss) of 18 after 24 hours procedure.

Manufacturer narrative:
B5: executive summary - correction: the mrs (modified rankin scale) of 18 captured in the initial MDR report was in error. It should be the national institute of health stroke scale (nihss) score of 18.